Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia due to bent cannula and was treated with mdi (multiple daily injection) on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.